Event description:
We have had a total of 3 zoll defibrillator units that have malfunctioned (1 in transport, 2 in pacu-recovery room). Manufacturer has been notified of incidents regarding these 3 units. Error message comes across the defibrillators. Troubleshooting has been completed with zoll rep, who recommended that if green check mark appears, all is in working order. It was determined that these 3-unit malfunctions were a 'one-off,' and no further issues are foreseeable. No patients involved. Issues with defibs were not on patients at the time of malfunction or troubleshooting. No harm.

Event description:
We have had a total of 3 zoll defibrillator units that have malfunctioned (1 in transport, 2 in pacu-recovery room). Manufacturer has been notified of incidents regarding these 3 units. Error message comes across the defibrillators. Troubleshooting has been completed with zoll rep, who recommended that if green check mark appears, all is in working order. It was determined that these 3-unit malfunctions were a 'one-off,' and no further issues are foreseeable. No patients involved. Issues with defibs were not on patients at the time of malfunction or troubleshooting. No harm.